Event description:
Boston scientific received information that during a change out procedure the right ventricular (rv) and left ventricular (lv) setscrews were stuck. Boston scientific technical services (ts) discussed different techniques with the local sales representative. This device has been successfully explanted, however it is unknown at this time if the stuck setscrew issue was resolved. No adverse patient effects were reported. Additional information received from the local sales representative states that this procedure was being performed to remove this device for normal battery depletion. The physician had to use an electric saw to cut the header and push the leads out. Both rv and lv leads been connected to the new device. No adverse patient effects were reported from this procedure.

Manufacturer narrative:
This device has been explanted for normal battery depletion. Should additional information become available this investigation will be updated.